Event description:
Device has ben explanted and replaced.

Event description:
Healthcare professional reported left side rupture. Physician later reported "seroma." The device has been explanted.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Physician later reported "seroma." The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken-on posterior assessed as fold flaw opening and missing shell observed assessed as inconclusive. ¿ seroma-late: unable to observe since it is not related to the device. Additional observations: ¿ crease fold and wear abrasion observed on the device. ¿ stress marks observed on the device. No further actions are required as the device was implanted.